Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 365429a was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, the root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 1.5 and 2.7. Therapeutic range: 2.0 - 3.0. The time between testing was five (5) minutes. The caller reported placing two (2) drops of blood on the first inratio test strip which resulted in the 1.5 inr. This is considered to be an improper technique when performing the inratio testing. The caller reported that he knew something was wrong with the first result but wanted to confirm with the manufacturer. There was no reported adverse patient sequela. There was no additional information provided.